Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the bovie tip had fell apart. It was noticed right away and it was able to find the clear insulation sheath that had fallen out off the bovie tip. Immediately discontinued the use of the bovie tip and replaced the bovie tip. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the clear and blue heat shrink insulation of the electrode. The analysis/evaluation found tearing to the blue heat shrink insulation of the electrode. The clear insulation has been pushed forward. Eschar build-up observed. Misuse is the most likely root cause of the failures observed. Insulation modification is suspected. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that the electrode and the insulation were damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.